Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery (rca) with heavy tortuosity and heavy calcification that was 90% stenosed. The balance middleweight universal ii guide wire was advanced across the lesion for use. Several different balloon catheters and stent delivery systems were advanced and removed on this guide wire. A guide catheter extension was advanced to be used for device support. A non-abbott balloon catheter was advanced over the guide wire; however, met resistance with the guide wire inside the guide catheter extension. As the devices were stuck together, the devices (guide catheter extension, guide wire and balloon catheter) were removed as one unit from the anatomy. After removal the guide wire was observed to be peeling. It was stated that the peeling may have occurred during to an interaction with the metallic lumen inside the guide catheter extension. It cannot be confirmed if any of the peeling material remains in the patient. There was no reported adverse patient sequela or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The peeled polymer and difficulty removing the guide wire were confirmed. The difficult to position could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
Return device analysis confirmed that there was no polymer coating missing; therefore, nothing remained in the patient's anatomy. The procedure was completed successfully with a post-procedural stenosis of 0%. No additional information was provided.